Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) was sensing noise and had low defibrillation impedance. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5152474.